Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the touchscreen was unresponsive. Contact stated that during initial pump training with the customer it would take multiple presses to get the touchscreen to function. The customer's blood glucose (bg) was not impacted. The customer reported that manual injections would continue to be used for insulin therapy.

Manufacturer narrative:
(B)(4).